Event description:
It was reported that on (B)(6) 2026, a 35mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient's aortic valve angle was measured to be 45 degrees. Pre-implant balloon valvuloplasty (pre-bav) was performed using a 24mm, non-abbott balloon. During the procedure, on 80 percent, the valve was positioned at a depth of 5mm and at release it was at a depth of 5-6mm depth. After final release while pulling the ds back, due to the nose cone entanglement with the valve, it had embolized into the sinus of valsalva (sov) without any coronary obstruction. A second 29mm, navitor vision valve was selected for implant using a large flexnav ds. During the insertion of the second ds into the patient's anatomy, at that moment it was observed that the first valve was embolized in a higher position to the sino tubular junction (stj). Two snares were used in an attempt to pull back towards the aortic arch, but it was unsuccessful and the team decided to leave in the same position and not to implant the prepared second valve. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The implanter believes that the cause of migration was due to the nose cone entanglement. The patient was transferred to surgery and in a stable condition. The first valve was explanted; current patient status was reported to be in a stable condition.